Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium results while running on the alinity c processing module, serial number (B)(6) for one patient. The result was not reported out. The customer repeated the sample on another alinity and the result was as expected. The following data was provided: sample1 initial sodium result = 166 repeat result from another alinity = 137 sodium patient reference range = 136-145 no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) determined the ict modle (09d28-04 lot # 230928347) and cup, ict-ref with probes (c-35016446-01) to be the likely causes of the issue. The field service representative (fsr) replaced the worn parts, and the issue was resolved. No additional result issues have been documented since the service activity. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends related to the result issue described in this complaint. Device history record review did not identify any non-conformances or deviations with the current complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the ict modle (09d28-04 lot # 230928347) and cup, ict-ref with probes (c-35016446-01).

Event description:
The customer reported falsely elevated sodium results while running on the alinity c processing module, serial number (B)(6) for one patient. The result was not reported out. The customer repeated the sample on another alinity and the result was as expected. The following data was provided: sample1 initial sodium result = 166 repeat result from another alinity = 137. Sodium patient reference range = 136-145 no impact to patient management was reported.